Event description:
An elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result because the patient had a normal ECG and no clinical signs . The sample was repeated and the result remained positive the patient was admitted to the hospital. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.